Event description:
In 2008, the patient reported an elevated blood glucose reading of 285 mg/dl with her target range being below 175 mg/dl. She stated, she then discovered her insulin infusion headset and fallen off. Symptoms were feeling weak and tired and she corrected her reading by disconnecting from her insulin infusion device and giving herself an insulin injection. At the time of the call, the patient had been off her device since yesterday, so the patient was advised to measure her blood glucose. She did so and her reading was 285 mg/dl for which she gave herself a 15 unit bolus of insulin. On follow up with the patient later the same day, she stated the 15 unit bolus was too much and her reading went down to 48 mg/dl. She said, she corrected her reading by eating. She said her blood glucose is currently fine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.